Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported by the sales rep via email that during rotator cuff repair procedure the customer's ideal suture grasper 60 degree internal mechanism within the grasper pulled out of the distal end while the device was passing the suture through the rotator cuff. According to the reporter, the surgeon and the sales rep subsequently checked an additional two ideal suture graspers from the same lot at the time and they found that both of the two ideal suture graspers had the same issue occurring, the case was completed with another like-device with no patient harm, but a five minute delay to retrieve the broken part and open the new device. The sales rep could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: g4: awareness date reported on initial report as november 07, 2018 but should have been january 08, 2019. Awareness date reported on follow up report 1 as november 07, 2018 but should have been january 11, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed, since the internal mechanism was not found to be pulled out from the device as reported. However, a defect was observed. The slider of the device was pushed to the various positions, and the grasping wire would not extend or retract as intended. A new product development (npd) quality engineer was consulted for further insight into the failure. This failure was evaluated via nr and pia . The full investigation and root cause will be documented via CAPA. Therefore, at this time we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point in time no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).